Event description:
During a dental procedure, the end of the burr instrument broke off and the patient inadvertently swallowed it. Serial abdominal x-rays were performed, and it appears the object passed through the patient's intestines without incident.